Manufacturer narrative:
The reported events of helix mechanism issue and sensing r-wave amplitude variation were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests did not find any indication of conductor fractures, but found internal shorting between conductors due to the inner coil being over-torqued at the connector region. The cause of r-wave amplitude variation was consistent with procedural damage. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After the distal portion of the lead was cut and cleaned, and torque was applied directly to the inner coil, the helix could be extended/retracted. The helix extension length measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood, blood on the inner coil, and over-torque of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that the lead was not providing good parameters in the implant positions. After multiple failed attempts, the rv lead helix failed to extend and the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.